Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition it seems that the most basal channels had been previously disabled due to pain and discomfort. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing responses of the user deteriorated despite several fitting attempts and subsequent in-situ measurements show an increasing number of channels affected by high impedance. The user has been reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reports decrease in hearing performance despite several fitting attempts. Reimplantation is scheduled for (B)(6) 2019.